Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with lcd bleeding, minor scratches on display window and cracked reservoir tube lip.

Event description:
Customer's father reported that the screen of the insulin pump was black on the left side. He stated that the black part of the screen was spreading out. He stated that the insulin pump had neither been exposed to extreme temperatures nor direct sunlight. The blood glucose reading was 86 mg/dl. Nothing further was reported.